Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that they have had issues with connecting to their device since they received the new implant and updated equipment. Caller also said that they have had issues "with everything" since receiving the new implant. Patient services asked for clarification about symptoms and caller said symptoms are fine. Caller said that more recently has had issues for the past two days, said patient has an MRI today and needs to be able to turn stimulation off. Currently, caller and patient are at a hair salon. Agent reviewed navigation basics and caller retried several times. Agent conference on mobility and they removed the extra mytherapy app on the home screen and verified that patient has the most current version. Caller retried several times and after restarting the handset seemed like it was connecting however it wasn't advancing, seemed to be stuck on the communicating screen. Caller said also received message for password and then this disappeared. The issue was not resolved through troubleshooting. It was suggested to try to connect outside of the salon environment. Caller said that after the salon they were going to the MRI facility. Caller to consider whether or not to go to appointment. The caller and patient were redirected to their healthcare provider to further address the issue. When asked, caller said it has been about 6-12 months since patient was last seen at hcp office. Caller said that they were told at hcp office that everything was working fine.